Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a patient with a newly implanted pacemaker system had an x-ray, as it was noticed that right ventricular (rv) lead pacing was seen from the atrial channel and atrial pacing was seen from the rv channel. Upon x-ray review, it was determined that the ra and rv leads were reversed in the header. An additional surgery was performed to connect the leads to the correct ports. No additional adverse patient effects were observed.